Manufacturer narrative:
The field service engineer (fse) replaced the a/b valve switch and resolved the issue. Quality control (qc) was tested and results were within established ranges. Service activity was verified per the established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported fluid leaked from reagent probes a and b involving the unicel dxc 800 synchron system. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and cleaned up the fluid and dried the system. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer performed and completed acceptable quality control (qc) results. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.